Event description:
Device evaluation was performed upon removal of the system from the user facility. A gas leak was found in the gas lines. There was no user or pt inpact/injury associated with this event.